Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined had unintended motion, would not oscillate and the trigger did not move smoothly. The device also failed pre-tests for check power with test bench, min.67.5 to 110 w, check the function with electric pen drive (epd) console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had unintended motion, would not oscillate and its trigger did not move smoothly. The device also failed pre-tests for check power with test bench, min.67.5 to 110 w, check the function with electric pen drive (epd) console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.